Manufacturer narrative:
The customer has confirmed the correct sample measurement times as follows: at 09:08 a.m., the patient's initial afp result was 0.500< iu/ml with a data flag. At 11:30 a.m., the patient's repeat afp result was 4.17 iu/ml. At 09:09 a.m., the patient's initial afp result was 0.500< iu/ml with a data flag. At 10:55 a.m., the patient's repeat afp result was 2.16 iu/ml. The last calibration was performed on (B)(6)2021 just after a failed calibration was measured with the same reagent kit. Upon review of the control data, controls were tested after the patient sample measurements. The sample clotting time was shorter than recommended by the vast majority of tube manufacturers. Upon review of the alarm trace, liquid level detection issues during reagent pipetting were observed. The investigation is ongoing.

Manufacturer narrative:
The repeat values were considered correct. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with either foam on the reagent surface or incorrect pre-analytic sample handling.

Event description:
The initial reporter received questionable elecsys afp assay results for two patients tested on a cobas e 411 rack. The initial afp results were not reported outside the laboratory. The customer performed repeat testing with the samples on the same e411 analyzer. At 09:26, the patient's initial afp result was 0.500< iu/ml with a data flag. At 11:48, the patient's repeat afp result was 4.17 iu/ml. At 09:27, the patient's initial afp result was 0.500< iu/ml with a data flag. At 11:14, the patient's repeat afp result was 2.16 iu/ml. The afp reagent lot number was 505445 with an expiration date of 31-may-2022.

Manufacturer narrative:
The investigation is ongoing.